Event description:
It was reported that tips of the maryland bipolar forceps instrument are not meeting. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was retuned and evaluated. Per the customer reported complaint, engineering confirmed that one grip is bent, causing misalignment of the grips. There is a .060 inch offset at the tips. The glue joints at the jaw pulleys are intact, however, the most likely cause of the bending is overloading at the tip. Electrical continuity passed. Engineering also observed the distal end of the main tube has one deep scratch perpendicular to the tube axis with material removed. The scratch is .165 inch long and .040 inch wide, located .625 of an inch above the proximal clevis. Based on the location and appearance, the scratches were most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result